Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 25x5/8 rb had a needle connectivity issue. The following information was provided by the initial reporter: it was reported by customer that we keep finding needles that are bent and sticking out of the caps that jab us when we open them (clearly a manufacturing problem with poor quality control, but a major safety issue!) -label stickers do not stick to these syringes because they are coated in something slippery, so it makes it very challenging to label substances in them when we draw up injections and we are terrified it could result in giving the wrong injections, so it has really destroyed our usual surgery day flow because we cannot safely draw up all injections ahead of time for small patients -needles don't stay on the end of these at all! Just this morning, I doused myself, my assistant, and an owner in euthanasia solution when I attempted to euthanize a rat. We all got fatal plus in our mouths and eyes. Obviously, this not only is a huge liability, but it is costing me a ton of money in injectable medications that have to be drawn up again when they leak out of faulty syringes and puts pets at risk of overdose because sometimes they get some of the injection and we don't know how much to give when we re-dose. I appreciate you - this is not in anyway an upset with midwest, but I did want to communicate with you my concerns about this terrible syringes! Have a wonderful week! Danielle diboot, dvm verbatim: rcc received a complaint via email. Email(s) attached. I just wanted to alert you to a product issue. Bd 1 ml tb syringes slip tip with bd precisionglide needle 25g x 5/8" our issues with them range from: -we keep finding needles that are bent and sticking out of the caps that jab us when we open them (clearly a manufacturing problem with poor quality control, but a major safety issue!) -label stickers do not stick to these syringes because they are coated in something slippery, so it makes it very challenging to label substances in them when we draw up injections and we are terrified it could result in giving the wrong injections, so it has really destroyed our usual surgery day flow because we cannot safely draw up all injections ahead of time for small patients -needles don't stay on the end of these at all! Just this morning, I doused myself, my assistant, and an owner in euthanasia solution when I attempted to euthanize a rat. We all got fatal plus in our mouths and eyes. Obviously, this not only is a huge liability, but it is costing me a ton of money in injectable medications that have to be drawn up again when they leak out of faulty syringes and puts pets at risk of overdose because sometimes they get some of the injection and we don't know how much to give when we re-dose. I appreciate you - this is not in anyway an upset with midwest, but I did want to communicate with you my concerns about this terrible syringes! Have a wonderful week! Danielle diboot, dvm.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.